Event description:
It was reported that during a procedure the micro sagittal saw was running without user activation while it was in safe mode. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.

Manufacturer narrative:
Upon visual inspection, the motor was found to be in need of replacement. The device was repaired and returned to the user facility.